Event description:
Information was received indicating that a smiths medical pump presented with system failure and a primary audible alarm during the power on self test. There were no reported adverse events.

Manufacturer narrative:
One medfusion pump was received in the cases in excellent condition and no visible contamination. The event history log was reviewed and there was a primary audible alarm post. Power up and infusion/occlusion tests were performed. The reported issue was unable to be duplicated. An interconnect flex cable was connected to the main board and glue was intact on the j9 connector. The cause of the reported issue was unable to be determined as no contamination or external damage was found on the interconnect board. According to the trouble shooting chart, the background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as a preventive measure.